Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error every three hours. The customer¿s blood glucose level was 104 mg/dl at the time of incident. The customer was assisted with trouble shooting this was the first time calling for issue. The insulin pump is being replaced and is expected to return for analysis.